Manufacturer narrative:
The evaluation showed, that the axle bolt in the upper back part is loose. The joint has play and the limit stops are worn. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer there is play in the upper back axis. The patient did not fall.